Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that there was no insulin flow from two bd ultra-fine¿ nano¿ pen needles. The following information was provided by the initial reporter: ¿ consumer reported during injection this morning, no insulin flow. Does not prime before use, only when he starts a new pen. Takes two shots per day. Does not re-use. No injury to report. Lot: 8186887, expiration date: 2023-07-31, item: 320122. Samples available. ¿

Event description:
It was reported that there was no insulin flow from two bd ultra-fine¿ nano¿ pen needles. The following information was provided by the initial reporter: ¿ consumer reported during injection this morning, no insulin flow. Does not prime before use, only when he starts a new pen. Takes two shots per day. Does not re-use. No injury to report. Lot: 8186887, expiration date: 2023-07-31, item: 320122. Samples available. ¿

Manufacturer narrative:
H.6. Investigation: customer returned (10) used 32g x 4mm pen needles without tear drop labels attached. Consumer reported during injection this morning, no insulin flow. All 10 returned samples were examined and the following was observed: - 9 samples with bent non-patient end (npe) cannulas - 1 sample with a bent patient end (pe) cannula as all (10) samples were returned after use, and no manufacturing defects were observed, the likely cause of the bent npe cannulas or bent pe cannula is user error during use of the pen needles. The bent npe cannulas or bent pe cannula would the reason for no flow through the pen needles, hence the consumer would think that the pen needles were clogged (as reported). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for these issues (bent npe cannula & bent pe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was no insulin flow from two bd ultra-fine¿ nano¿ pen needles. The following information was provided by the initial reporter: ¿consumer reported during injection this morning, no insulin flow. Does not prime before use, only when he starts a new pen. Takes two shots per day. Does not re-use. No injury to report. Lot: 8186887, expiration date: 2023-07-31, item: 320122. Samples available.¿